Event description:
(B)(4). It was reported post coronary stenting treatment procedure, chest pain occurred. In (B)(6) 2010, the subject presented with unstable angina (braunwald classification: ib) and cardiac catheterization was recommended which revealed a 99% stenosed target lesion located in the mid left anterior descending artery (lad). It was 10 mm long with a reference vessel diameter of 2.10 mm and treated with pre-dilatation and placement of a 2.25 x 16 mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was admitted for right parasternal chest discomfort 70% in-stent restenosis and 50% de novo stenosis and was treated with balloon angioplasty and placement of a 3.50 x 30 mm non-bsc stent. Three days later, the event was considered resolved without residual effects and the subject was discharged on prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).